Manufacturer narrative:
Other relevant device(s) are: product ID: 9733625r, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the uninterrupted power supply (ups) of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The ups was returned to the manufacturer for analysis. The returned ups powered up on the test bench but the fan did not start. All during testing the fan was not running although the ups was found to be fully functional. It is likely the ups overheated with the fan not running, causing it to shut down. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system will not power on at all. The uninterrupted power supply (ups) fans won't come on when connected to wall power and the system does not respond to the power button being pressed. There was no patient present at the time of the event.